Event description:
It was reported that this patient was in a ventricular tachycardia episode. Due to this, this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) and shock therapy for the ventricular arrhythmia, however the therapy delivered accelerated the rhythm into ventricular fibrillation. The device delivered appropriate therapy for this, the rhythm was successfully converted and the episode ended. No changes have been performed. This device remains in service. No further adverse patient effects were reported.